Event description:
The pt was implanted with a siltex saline (contour natural) mammary prosthesis on 11/12/1997. Subsequently, the pt experienced an infection in her breast. The device was removed on 12/22/97.